Event description:
While monitoring a patient for myocardial infraction the clinician questioned the accuracy of the device's 12-lead analysis when compared to a non-zoll device's analysis. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.